Event description:
Per the clinic, the patient also was treated with oral and topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced chronic scalp pain, sore spots and an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery on the contralateral side.